Manufacturer narrative:
Company rep evaluated the unit and replaced the unit's spo2 board. Unit was tested to factory's specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.